Manufacturer narrative:
(B)(4).

Event description:
Initial report was that a patient was admitted into a hospital due to tachycardia. The patient recently started to experience bradycardia that occurred with low blood pressure. The physician did not know if the events were occurring with device stimulation. Further information was received that the patient had been admitted to the hospital due to the infection. No other relevant information has been received to date.